Manufacturer narrative:
A3: update patient sex. B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008: (B)(6). History and physical. Admitted for reversal of anticoagulation and placement on heparin prior to elective repair of an incisional abdominal hernia. Has a history of lymphoma for which she has and is receiving treatment and a history of pulmonary embolism for which she is on the coumadin. The hernia is located along the midline of her abdominal incision. Has had a laparotomy in the past for diagnosis of her lymphoma. Symptoms of her hernia are abdominal discomfort with an enlarging mass. Impression: incisional hernia. Plan: to operating room tomorrow for repair of incisional hernia. (B)(6) 2008: (B)(6). Operative report. Preoperative diagnosis: incisional hernia. Procedure: laparoscopic repair of incisional hernia, laparoscopic lysis of adhesions. Postoperative diagnosis: incisional hernia. Laparoscopic incisional hernia. Multiple complex adhesive disease. Anesthesia: general. Complications: none. Estimated blood loss: minimal. Condition: stable. Operative report: ¿the patient was prepped and draped in the usual sterile fashion. A pneumoperitoneum was gained through a left upper quadrant stab wound incision. A total of five ports were placed, three along the anterior axillary line on the left side into along the anterior axillary line on the right side with the uppermost port being a #12 in the rest being #5. Videoscopic examination denoted the patient to have a lot of adhesions to the posterior abdominal wall which had to be taken down meticulously with endoshears. The left lower quadrant port site had a large amount of bleeding, indicating possibly an epigastric artery or vein injury. This was controlled with suture ligature with an endoclose. No further bleeding was noted. No significant hematoma developed and the operation continued. After cleaning all the adhesions, the patient was found to have a very large hernia which extended from above the umbilicus, below the xiphoid all the way down into the pelvis with multiple different cavities and areas. A mesh was measured, 20 x 30 which would cover the defect and overlap about 5 cm. This was brought into the abdomen and through the right upper quadrant port site, oriented to cover the defect and with for stay sutures which had been placed prior to placing it into the abdomen, the mesh was brought up to the abdominal wall with sutures being tied. Spiral tacker was used to tack the dualmesh to the posterior abdominal wall in all directions. The areas were copiously irrigated with saline and hemostasis was found to be intact. Again, the hematoma near the port site was inspected and found not to be expanding and no bleeding from that area. All ports were removed under videoscopic guidance. The skin of all ports was closed with 4-0 vicryl in a subcuticular fashion with steri-strips. The patient tolerated the procedure well. No complications. Sponge and needle counts correct .¿ product identification records for the alleged ¿dualmesh¿ were not provided. (B)(6) 2008: (B)(6). Discharge summary. Discharge diagnosis: incisional hernia, status post laparoscopic repair. Coagulopathy. Blood loss anemia. Hospital course: was admitted the night before to reverse her inr and be placed on heparin, which was used perioperatively for her surgery. Had a laparoscopic repair the next day, tolerated that very well. Postoperatively, placed on heparin and then gradually had her coumadin restarted. The only issues were that of drop in her hemoglobin to below her baseline, which required transfusion. I do not think there was any significant bleeding, but this could have been from surgical bleeding that occurred. The patient had no further evidence of any significant bleeding drops in her hemoglobin of significance . Records between (B)(6) 2008 and (B)(6) 2011 were not provided. (B)(6) 2011: (B)(6). Operative report. Assistant: (B)(6). Preoperative diagnosis: chronic abdominal wall seroma after a laparoscopic ventral hernia repair. Postoperative diagnosis: chronic abdominal wall seroma after a laparoscopic ventral hernia repair. Procedure: bilateral muscle flaps for component separation for closure of abdominal wall fascial defect. Removal of dual mesh. Placement of strattice dermis as an abdominal wall implant 320 cm2. Anesthesia: general. Findings: purulent fluid above the dual mesh. There was particulate matter in the purulent fluid. Specimens: purulent fluid sent for culture. The particulate matter was sent for pathology and culture. Complications: none. Estimated blood loss: 200. Tubes/drains: there were three jps [jackson-pratt] placed and one was placed under the fascia above the strattice and there were two placed in the subcutaneous space. Disposition: pacu [post anesthesia care unit] to floor. Brief history: this is a 49-year-old male [sic] who is status post laparoscopic ventral hernia repair done by dr. Oliphant. She developed recurrent abdominal wall seromas. He used dual mesh. The patient was referred to plastic surgery for management of the chronic collection and possible mesh removal and abdominal wall reconstruction. She was consented in the preoperative area. Operative report: ¿her abdomen was sterilely prepped and draped. We began the procedure by making a supraumbilical incision. We dissected down through subcutaneous tissues to a space that contained a purulent material and fluid and that fluid was sent for culture. There was particulate matter in the fluid and it was sent for culture and path. We identified the dual mesh and the dual mesh was completely excised and this was an extensive excision of the mesh and required dissection of bowel and omentum off of the mesh and the mesh was excised from its location attached to the undersurface of the fascia. The rectus muscles were exposed during the excision of the mesh. Because of the location of the mesh it was tacked to the posterior rectus sheath and there was a small serosal violation of one of the loops of bowel. We repaired that transversely with a 3-0 vicryl suture. We then after the mesh was explanted we irrigated the abdomen with bacitracin containing irrigation. We then prepared to perform out component separation and we raised subcutaneous flaps, first on the left side. Hemostasis was achieved with electrocautery. The external oblique fascia was identified and incised superiorly and inferiorly and then the external oblique fascia was dissected off of the underlying internal oblique and off of the external oblique muscle. We performed a similar procedure on the right side and we raised subcutaneous flap as we had done on the left side and identified an area that I thought was the external oblique fascia and it turned out to be the rectus fascia and that was repaired with 3-0 vicryl suture. We then identified the external oblique fascia and incised the fascia and extended that fascial defect superiorly and inferiorly and then dissected the fascial off of the external oblique muscle and the internal oblique muscle below it as we had done on the left side and once that was performed, we hydrated a 6 x 20 sheet strattice and placed that into the abdomen as an underlay with large pds sutures and that was an underlay with interrupted sutures and those sutures were tied. We then closed the fascia primarily with a #1 pds suture. We irrigated the subcutaneous tissues. Of note, we did place a drain deep to the fascial closure and that was superficial to the strattice and we also placed subcutaneous drains and achieved hemostasis with electrocautery and debrided some of the redundant abdominal wall making an incision with a scalpel and dissecting that tissue off with electrocautery. We sewed all the drains in with 3-0 nylon suture. We closed the deep layer with 0 vicyl suture interrupted and multiple figure-of-eights and then closed the superficial and deep dermal layers as one unit with 3-0 vicryl suture and closed the skin with running 2-0 monoderm. The plan was for cavalon and steri-strips and an abdominal binder. The patient was extubated and transferred to the recovery room. Of note we gave the patient a dose of ancef preoperatively, but when we saw the purulent fluid we gave her 4.5 g of zosyn. The patient is going to be seen by the hospitalist for management of her anticoagulation and to help manage her diabetes. She will be started on lovenox from my standpoint tomorrow. It may be that the hospitalist thinks she should be bridged with therapeutic lovenox until the coumadin is therapeutic. Of note, from my perspective the coumadin can be started tomorrow. I had a discussion with the patient¿s daughter in the postoperative waiting room. She states that she lives in (B)(6) and she will be returning to (B)(6) on saturday. Apparently the patient does have someone that can help her once the daughter leaves .¿ (B)(6) 2011: (B)(6). Pathology report. Specimen ID: sp-10505-11. Final diagnosis: a. Abdominal wall abscess: degenerative tissue and fibrin. B. Mesh removed from the abdomen: mesh material with underlying fibrocollagenous tissue and hemorrhage. C. Abdominal skin and fat: benign skin and subcutaneous tissue. Gross: note: all specimens are received in formalin, labeled with the patient¿s name and medical record number unless otherwise specified. Specimen a, ¿abdominal wall abscess¿. Received is a 1.8 x 1.0 x 0.5 cm tan-brown, friable soft tissue fragment. The specimen is entirely submitted: a1. Specimen b, ¿mesh removed from abdomen¿. Received is a 17.8 x 14.6 x 7.1 cm surgical mesh with attached tan-brown to tan-yellow soft tissue. Multiple staples are identified throughout the specimen. Multiple possible necrotic soft tissue fragments are identified throughout the specimen. On sectioning through the specimen, multiple areas of tan-white fibrotic tissue are identified. Rep. Sections are submitted: b1. Specimen c, ¿abdominal skin and fat¿. Received is a 25.8 x 13.9 x 7.1 cm fragment of tan-yellow lobulated fatty tissue, with an attached portion of tan, wrinkled skin measuring 26.2 x 9.1 cm. On sectioning the specimen, the surface is tan-yellow, smooth and glistening with no masses or lesions grossly identified. Representative sections are submitted: c1. Pertinent history: history of recurrent abdominal seromas immunosuppressed . (B)(6) 2011: (B)(6). Microbiology. Aerobic culture. Collected (B)(6) 2011. Site: abdominal wall abscess. Aerobic culture, routine no growth 3 days . (B)(6) 2011: (B)(6). Microbiology. Anaerobic culture. Collected (B)(6) 2011. Site: abdominal wall abscess. Anaerobic culture no anaerobes recovered . (B)(6) 2011: (B)(6). Discharge summary. Referred for evaluation and management of her chronic abdominal wall seroma. We determined the best course would be to take the patient to the operating room and potentially perform a capsulectomy. In the operating room, we found the patient to have a fluid collection that purulent-appearing material. Thus, the decision was made to remove the mesh and perform a formal component separation to repair her abdominal wall defect. Her white count was noted to be elevated at one point during her hospitalization, the highest was 14.7; however, on (B)(6) 2011 it was 8.5. She also suffered from some nausea and vomiting postoperatively and ultimately that has improved. She was appropriate for discharge on (B)(6) 2011. She was given instructions regarding her restrictions postoperatively, no strenuous exercise or heavy lifting for six weeks. (B)(6) 2011: (B)(6). Radiology-CT chest pe [pulmonary embolism] study. Indications: history pe [pulmonary embolism] subtherapeutic inr, sob [shortness of breath], pleuritic pain. Impression: negative for pulmonary embolus. Scattered areas of postop linear atelectasis. Two separate fluid collections. The first lies over the anterior lower midline chest at the beginning at the xiphoid level and continuing to the midline upper abdomen. The second lies at the site of the hernia mesh placement with what appears to be an intraabdominal fluid collection beneath the mesh with dimensions as described above. There are bubbles of air in these fluid collections which are of concern for infection. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the unknown gore® device instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available. For ¿withdrawn complaint¿. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05855036. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot # of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2008 whereby an alleged gore mesh product was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the alleged gore device was explanted. It was reported the patient alleges the following injuries: chronic abdominal wall seroma, mesh removal requiring additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2008 [assigned]: (B)(6) hospital. Implant sticker. Gore®dualmesh®plus biomaterial. Ref catalogue number 1dlmcp08. Lot batch code 05855036. W.l. Gore & associates. The records confirm a gore®dualmesh®plus biomaterial (1dlmcp08/05855036) was implanted during the procedure. On (B)(6) 2008: (B)(6) hospital. [Illegible signature]. Anesthesia record. History of gastroesophageal reflux disease. Allergies: cocaine. Asa 3. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.